Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had unexpected restart alarm. Customer¿s blood glucose at time of incident was 40 mg/dl. The customer was treated with the orange juice. Troubleshooting was declined for low blood glucose and performed for pump error. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer was advised to remove the current battery from the insulin pump and insert a new battery and the insulin pump was not alarmed pump error. The insulin pump will not be returned for analysis.